Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for one second, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications reported and the patient was good post-procedure.